Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10 UDI - (B)(4) complaint sample was not returned to codman therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The microsensor catheter kit was returned for evaluation: device history record (DHR)- the unit met all manufacturing quality testing/inspection specifications at the time of distribution. Failure analysis: film residue over the sensor area that was not part of the manufacturing process. Catheter received in a drainage tube with sutures. The sutures were removed to pressurize and complete the test. The sensor passed this testing. The device passed electronic, noise, linearity/hysteresis and signal drift tests. Additional analysis was performed, and it was discovered that upon closer look at the catheter, there was a small tear in the catheter at the 9cm mark, which resulted in leaking. Based on the failure analysis performed, the failure can be confirmed. A 6m root cause analysis was performed, and the following areas were investigated: man, method, machine, materials, measures and mother nature. Upon review of these areas and the potential failure in the fmea, it is determined that the likely area that caused the failure is either man, method, or materials. In the fmea, it is called out that a potential cause of failure for leakage is that sutures are applied to tightly by the surgeon, and could perforate the catheter (man). It is also possible that sterilization effects can cause splitting in the tubing of the catheter and cause leaking (method), and finally, incorrect material usage could cause splitting in the tubing, leading to leaking (materials). Based on the failure analysis, it cannot be determined which of these is the exact cause, but all are possible reasons that the catheter could have torn and leaked cerebrospinal fluid (csf).

Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI)- (B)(4). The microsensor was returned for evaluation: device history record (DHR)- the unit met all manufacturing quality testing/inspection specifications at the time of distribution. Failure analysis- the following was observed: film residue over the sensor area that was not part of the manufacturing process. Catheter received in a drainage tube with sutures. Water pattern was erratic and the device was cleaned, dried and retested. The sutures were removed to pressurize and complete the test. The sensor passed this testing. The device passed electronic, noise, linearity/hysteresis and signal drift tests. Based on the analysis conducted, the complaint could not be confirmed. The root cause remains undetermined.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after the microsensor was implanted, it was leaking liquid at 9cm away from the tip. Then the physician changed with another of the same device to complete the procedure. The event led to 30 minutes surgical delay.